Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Review of the pump data by tandem technical support verified multiple cartridge alarm 19's during pumping. There was no reported impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy.